Event description:
Reportedly, when placing clip on cystic artery the clip fell off resulting in bleeding, other clips were placed. The bleeding could not be controlled and a femoral laparotomy was performed, sub costal incision.